Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that 2 reciproc files 6x broke during use. Both devices were broken while used on 1 patient and on 1 tooth. Broken parts remain in root canal and has become part of the filling. Treatment concluded. No injury occurred.

Manufacturer narrative:
Investigation summary: the returned reciproc files r25 8/100 25mm 025 are broken in the active part (torque), or at the tip of the active part (torque). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. No link can be established between breakages issues and information found during dhrs review (batches #1702356, #1703204, #1703229, #1702926, #1704149, #1703646 and #1703650). Root causes are not identified. We will track this kind of event and monitor the trend.